Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (clip caught on valve during positioning). The reported mitral regurgitation is a cascading event of the entrapment of device. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 on a patient with a prolapsed posterior commissure (pc). A mitraclip nt was prepared per the instructions for use (IFU) and inserted without issues. The clip was inverted into the left atrium and returned, but the height was insufficient, resulting in a slight understraddle. After the clip was returned to the left atrium, the clip was observed to be stuck on the valve. Troubleshooting was performed, but the clip was unable to removed, and the mr increased to a grade of 4. The procedure was discontinued. The patient was then sent to surgery for a mitral valve replacement to remove the clip.